Manufacturer narrative:
The technician replaced the motor control and siderail interface circuit boards to repair the bed.

Event description:
The account stated, the bed lost trend functions again and was just worked on in (B)(6).